Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I purchased the grind guard and on the second night of use the portion that forms around my teeth became detached from the bottom portion that is more solid. There were no holes in the mouth guard from the fitting process. I would like a replacement grind guard. I have included the receipt and upc code and lot number in the envelope.